Manufacturer narrative:
Age at time of event: 18 years or older. Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem: originally reported as device was cut to remove, updated information states the device was not cut to remove. Type of reportable event: updated from serious injury to malfunction. (B)(4).

Event description:
It was reported that during a biliary drainage procedure, removal difficulty occurred. It was noted "the drainage was stuck in the patient and the operator could not pull it out. The operator had to tug hard on the drainage as the styler was stuck, they cut the drain out". The procedure was completed using a non bsc device. No patient complications were reported and the patient status is stable.

Event description:
It was further reported that the drainage catheter was implanted between one and three days before replacement. No surgery was required to remove the drain catheter and the catheter was not cut to remove. The patient was discharged.